Manufacturer narrative:
Please note that the exact event date is unknown and that the event date is the complaint awareness date. The device was implanted on or about (B)(6) 2015. As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage, including, but not limited to the filter is unable to be removed. The patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain, suffering, and other damages. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without the procedural films or post implant images to review the reported retrieval difficulty could not be confirmed or further clarified. It is unknown if procedural factors may have influenced the events and the length of time in situ has not been provided. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. This is the initial/final report for this product.

Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage, including, but not limited to the filter is unable to be removed. The patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain, suffering, and other damages.

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly: describe event or problem: additional information received per the patient profile form (ppf) states that the patient experienced perforation of filter struts outside the inferior vena cava and the device was unable to be retrieve. One year and tree months after the index procedure there was an unsuccessful attempt to remove the device. The ppf also states that the patient is deceased. Additional information is pending and will be submitted within 30 days of receipt.

Manufacturer narrative:
Additional information received per an amended patient profile form (ppf) states that the patient experienced chest pain and pain in the area of the filter. It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that there was perforation of the filter struts outside the inferior vena cava (ivc) and the device was unable to be retrieved. One year and tree months after the index procedure there was an unsuccessful percutaneous attempt to remove the device. The information provided also indicated that the patient is deceased. The date and cause of death have not been provided. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Perforation of the ivc was reported, however a clinical conclusion could not be determined as to the cause of the event. Without post implant images for review, the reported filter perforation could not be confirmed nor a cause for the event determined. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural and long-term complications associated with ivc filters. The information provided did not give a cause of death, nor a relationship to the event and the device. With the limited information provided a clinical determination cannot be made as to the cause of the events. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
As reported, a patient underwent placement of an optease vena cava filter. The information provided indicated that there was perforation of filter struts outside the inferior vena cava and the device was unable to be retrieve and that the patient experienced pain in the chest and in the area of the filter. One year and three months after the index procedure there was an unsuccessful attempt to remove the device. The information provided also indicated that the patient is deceased. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The predominant concern with retrieval difficulty is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Pain does not represent a device malfunction and may be related to underlying patient specific issues. The information provided mentioned that the patient is deceased, a cayuse of death has not been provided, as such a relationship between the event and the device cannot be established. With the very limited information available for review and no imaging it is not possible to draw a conclusion between the reported events and the filter. There is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.